Event description:
It is reported that in 2004, the drill bit broke off during surgical procedure and surgeon was unable to remove drill bit piece.

Manufacturer narrative:
Evaluation summary: no information on either the traceability or the condition of the drill is known to make an engineering analysis. Therefore, due to non-availability of the product, no engineering cause could be attributed. No device was received for evaluation. Lot number not reported for device history verification. The service age and working condition of this drill bit is unknown.